Event description:
It was reported when using then bd pyxis¿ medstation¿ es auxiliary tower, door was failed. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that outpatient infusion-tower door failures occurred. The field service engineer observed that the system was powered off and let it sit. Powered it on, tested it in hardware test application, launched the application, and recovered the doors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.